Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. There was no report of serious or permanent harm or injury. The device was not returned to the manufacturer. The manufacturer received information alleging doctor about the issues of ds2 device like catching fire and somehow the patient notice it as well. Also, the pressure is not adjusting and it's making her sick. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.